Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error m-11 on the integrated electrosurgical unit. The customer noted that they were only using bipolar energy at the time and did not require monopolar energy until later on. The technical service engineer confirmed errors m-11, m-18, and c-06 in the system logs. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the site does not need the service anymore. The system was verified and ready to use.